Event description:
It was noted the reporter would not consider having a spinal cord stimulator (scs). It was reported the reporter had seen more negative comments than positive regarding the scs device. It was noted the reporter had seen many people whose scs unit did not work at all after implant.

Manufacturer narrative:
(B)(4).